Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the device and could reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to deterioration, overcurrent, or static electricity. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use before laparoscopic cholecystectomy, a scope communication error occurred and the endoscopic image disappeared when the user turned on the power of the video processor. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.